Event description:
During g3 nail surgery, the surgeon assembled the nail to targeting device and inserted the nail into the bone. The lag screw hole of the nail was drilled. However, the step drill contacted lag screw hole of nail and did not pass lag screw hole. The surgeon changed the nail (same size). However, the same event occurred. The surgeon removed the targeting device and re-drilled the lag screw hole by free hand technique. The surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.